Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced the piston was broken. The customer reported a blood glucose value of 330 mg/dl. The customer reported hyperglycemia treated with hospitalization: overnight stay. The event involved product(s) mmt-1712k. Troubleshooting was performed, and the issue was not resolved. Product return was requested for mmt-1712k. The customer will discontinue using the device, and the customer response was that the device will be returned.

Manufacturer narrative:
The pump was received with a broken motor slide tip. The pump passed the self test, sleep current measurement, and active current measurement. Unable to complete the functional tests/perform the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat due to broken motor slide tip. The p-cap locks properly into the reservoir compartment. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at the corner of the belt clip rail, scratched keypad overlay, keypad overlay texture damage, pillowing keypad overlay, cracked keypad overlay at the select button and scratched retainer ring. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thus and carelink upload was successful. The pump did not have a battery installed when received. No damage noted on the original battery cap. Please see below for the boluses listed on the event date 07-oct-2024 in the pump history file. 10/07/2024 00:01:20.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.9 bolusamountdelivered = 1.9 10/07/2024 01:05:30.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 1.9 bolusamountdelivered = 1.9 10/07/2024 12:45:36.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 4.9 bolusamountdelivered = 4.9 10/07/2024 15:14:42.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 4.9 bolusamountdelivered = 4.9 10/07/2024 17:10:48.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 4.9 bolusamountdelivered = 4.9 10/07/2024 18:04:30.000 normalbolusdelivered bolusprogrammingmethod = bolus wizard normalbolusamountprogrammed = 6.2 bolusamountdelivered = 6.2 please see below for the daily total of all insulin delivered on the event date (B)(6) 2024 in the pump history file. (B)(6) 2024 00:00:00.000 dailytotals dailytotalcollectionstarttime = (B)(6) 2024 00:00:00.000 dailytotalofbasalinsulindelivered = 30.3 dailytotalofbolusinsulindelivered = 24.7 there were no auto suspend alarm noted in the pump history file. There were no user suspended alarm noted on the event date 07-oct-2024 in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date (B)(6) 2024 in the pump history file. (B)(6) 2024 11:01:04.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. (B)(6) 2024 06:09:00.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. (B)(6) 2024 13:25:00.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. (B)(6) 2024 22:42:14.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. (B)(6) 2024 09:11:52.000 alarmalertnotification faultnumber = no delivery (7) - during bolus. (B)(6) 2024 11:26:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) 10/06/2024 11:36:00.000 alarmalertnotification faultnumber = lost sensor 1 alert (780) (B)(6) 2024 11:19:05.000 batteryremoved (B)(6) 2024 11:19:05.000 alarmalertnotification faultnumber = battery removed (84) (B)(6) 2024 11:25:09.000 batteryinserted unable to perform the required tests or verify the insulin flow blocked alarm/no delivery alarm functions properly during the basic occlusion test, occlusion test and force sensor test due to broken motor slide tip. The pump properly connected with the guardian link 3 transmitter. After the pump completed warm up and calibration, the pump was able to display the test bg value of 243 mg/dl on the pump's home screen. No communication anomaly, calibration anomaly or lost sensor alert noted. No delivery (7) alarm - unknown. Lost sensor alert - not confirmed. Unable to complete the functional testing due to broken motor slide tip. Unable to confirm alleged hyperglycemia. Cosmetic damage was confirmed at the motor slide tip. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.